Manufacturer narrative:
The technician investigated and could not duplicate the alleged failure. The facilities risk management would not release info regarding the event or the pt impact.

Event description:
Alleged a pt fell and was injured after getting out of the bed. The staff stated the pt positioning monitor was not working. The facilities maintenance looked at the bed and found it to be functioning properly, but wanted a technician to investigate.